Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was only capturing at very high outputs, the lead exhibited high thresholds, high impedance, an impedance spike, and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.